Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1314492-2021-03564. All information can be found under that manufacturer report number 1314492-2021-03564. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported "2 and 5 keys of the keypad not working", which was reproduced through troubleshooting of the device. The reported condition was verified. The cause was determined to be failed keypad, which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the 2 and 5 keys of a spectrum iq pump were not working. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.